Event description:
The patient had an in-fast procedure, date and surgical details were not provided. The in-fast was inserted passing through the urethra and the implanting surgeon did not notice. The patient was referred to pt's present surgeon "with urethral fistula with the suture passing through the urethra (no osteomyelitis or ostetis pubis). The suture was surgically removed and the infection was healed." The date of the removal surgery was not provided.